Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that she began to obtain what she felt were inaccurate high readings with the subject meter approximately 1 month prior to contacting lfs. At the time of the follow-up call, the patient informed the mss that she felt she was obtaining inaccurate high readings when she was experiencing symptoms she associated with a low blood glucose. The patient mentioned that approximately 1 month ago, she began to wake up at least twice a week with symptoms of feeling shaky, sweaty and really hot; symptoms she associated with a low blood glucose. The patient stated she would immediately test with the subject meter and obtain a result in the 130-140¿s mg/dl range. The patient claimed she would then test on a backup meter and obtained a lower result (readings not recalled). In response to the symptoms, the patient stated she would drink juice and confirmed the symptoms would abate. The patient informed the mss when she was not symptomatic and feeling well she was obtaining blood glucose results with the subject meter in the low 100 mg/dl range, which were normal/typical for her. The patient stated that she tests her blood glucose 3x/day and manages her diabetes by taking a set dose of insulin (novolog and humulin) and oral medication (metformin). The patient denied making any changes to her usual diabetes management regimen in response to results obtained with the meter. During the follow-up call, the patient confirmed that she obtained blood glucose readings of ¿190 mg/dl¿ with the subject meter and ¿99 mg/dl¿ on a clinic¿s meter during a routine doctor¿s office visit. The patient did not recall date of comparison, nor did she recall if both blood glucose tests were performed within 30 minutes of each other. The patient also reported that on a different occasion, during a routine doctor¿s office visit, she was treated with insulin by her hcp after her blood glucose tested high (result not known) with the clinic¿s meter. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the subject meter and strips. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia on multiple occasions after she began to obtain allegedly inaccurate high readings with the subject meter.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.